Event description:
It was reported that a vns pt underwent total revision surgery due to a "lead malfunction". A review of the pt's programming history showed diagnostic testing had resulted in high lead impedance prior to the surgery. The explanted lead has been returned to the MFR and is undergoing analysis. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.